Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reports to have received no delivery alarm during priming. Customer's blood glucose was 240 mg/dl. While troubleshooting, insulin did not exit tubing. Customer states she feels the malfunction is with the reservoir and not the insulin pump or infusion set. Reservoir will be replaced. No further information provided.